Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), embedded device ('embedded within each fallopian tube'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hydronephrosis, hyperlipidemia, hyperglycemia, vomiting, cold sweat, cellulitis, abscess, fever, chills, menopause, adenomyosis and tobacco user. Concomitant products included doxycycline and oxycodone hydrochloride; paracetamol (percocet). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("other (list): intense painful periods"), swelling ("swelling"), abdominal distension ("bloating"), anxiety ("anxiety"), pruritus ("severe itchy swollen,"), vision blurred ("blurred vision"), rash ("rashes"), alopecia ("hair loss"), trichorrhexis ("wirey breaking hair"), toothache ("root canals"), arthralgia ("joint pain"), furuncle ("face in boils"), pyrexia ("low grade fever"), hypoaesthesia ("numbness"), paraesthesia ("tingling feet tingling hand"), myalgia ("achy muscles"), abdominal pain ("abdomen pain"), dyspepsia ("digestive issue"), irritable bowel syndrome ("ibs symptoms"), lymphadenopathy ("swollen glands"), depression ("depression"), loss of libido ("no sex drive"), influenza ("flu type symptoms daily"), premenstrual syndrome ("pms everyday"), mood altered ("severe moodiness"), thrombosis ("blood clots") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, pelvic pain, dyspareunia, neuromyopathy, urinary tract disorder, autoimmune disorder, allergy to metals, dysmenorrhoea, weight increased, swelling, abdominal distension, anxiety, pruritus, vision blurred, rash, alopecia, trichorrhexis, toothache, arthralgia, furuncle, pyrexia, hypoaesthesia, paraesthesia, myalgia, abdominal pain, dyspepsia, irritable bowel syndrome, lymphadenopathy, depression, loss of libido, influenza, premenstrual syndrome, mood altered, thrombosis and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, furuncle, genital haemorrhage, hypoaesthesia, influenza, irritable bowel syndrome, loss of libido, lymphadenopathy, mood altered, myalgia, neuromyopathy, paraesthesia, pelvic pain, premenstrual syndrome, pruritus, pyrexia, rash, swelling, thrombosis, toothache, trichorrhexis, urinary tract disorder, uterine perforation, vision blurred and weight increased to be related to essure (ess205). The reporter commented: past surgical history: d and c for miscarriage in 2001, essure tubal coils for tubal sterilization in 2006 along with endometrial ablation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical media records: pelvic pain, we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), embedded device ('embedded within each fallopian tube'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hydronephrosis, hyperlipidemia, hyperglycemia, vomiting, cold sweat, cellulitis, abscess, fever, chills, menopause, adenomyosis and tobacco user. Concomitant products included doxycycline and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("other (list): intense painful periods"), swelling ("swelling"), abdominal distension ("bloating"), anxiety ("anxiety"), pruritus ("severe itchy swollen,"), vision blurred ("blurred vision"), rash ("rashes"), alopecia ("hair loss"), trichorrhexis ("wirey breaking hair"), toothache ("root canals"), arthralgia ("joint pain"), furuncle ("face in boils"), pyrexia ("low gread fever"), hypoaesthesia ("numbness"), paraesthesia ("tingling feet tingling hand"), myalgia ("achy muscles"), abdominal pain ("abdomen pain"), dyspepsia ("digestive issue"), irritable bowel syndrome ("ibs symptoms"), lymphadenopathy ("swollen glands"), depression ("depression"), loss of libido ("no sex drive"), influenza ("flu type symptoms daily"), premenstrual syndrome ("pms everyday"), mood altered ("severe moodiness"), thrombosis ("blood clots") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, pelvic pain, dyspareunia, neuromyopathy, urinary tract disorder, autoimmune disorder, allergy to metals, dysmenorrhoea, weight increased, swelling, abdominal distension, anxiety, pruritus, vision blurred, rash, alopecia, trichorrhexis, toothache, arthralgia, furuncle, pyrexia, hypoaesthesia, paraesthesia, myalgia, abdominal pain, dyspepsia, irritable bowel syndrome, lymphadenopathy, depression, loss of libido, influenza, premenstrual syndrome, mood altered, thrombosis and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, furuncle, genital haemorrhage, hypoaesthesia, influenza, irritable bowel syndrome, loss of libido, lymphadenopathy, mood altered, myalgia, neuromyopathy, paraesthesia, pelvic pain, premenstrual syndrome, pruritus, pyrexia, rash, swelling, thrombosis, toothache, trichorrhexis, urinary tract disorder, uterine perforation, vision blurred and weight increased to be related to essure (ess205). The reporter commented: past surgical history: d and c for miscarriage in 2001, essure tubal coils for tubal sterilization in 2006 along with endometrial ablation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.